Manufacturer narrative:
UDI number: na

Event description:
The recipient reportedly experienced electrode array migration. The recipient underwent a repositioning surgery on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient has resumed used of the device.